Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered 11 shocks due to reproducible noise on the ventricular electrogram (egm). All lead measurements are normal, the pacing impedance is between 878-922 ohms. The device was turned off due to the inappropriate sensing. It is reported that the patient was working on model planes when the shocks started. The last episode prior to this was 5 months ago. There are no egm's available for those episodes. Pocket manipulation produced no noise, but arm raises and isometrics reproduced the noise. Boston scientific received subsequent information that the pacing lead (4469/313317) was surgically abandoned to move the system to the right side. The implantable transvenous defibrillation lead and 4470/508077 were surgically abandoned and suspected to be fractured due to subclavian crush.